Manufacturer narrative:
On november 19, 2024, mentor was notified that both implants were ruptured. As an event for the contralateral side was indicated, another file was generated to document the event. On december 03, 2024, mentor was notified that the patient experienced the breast pain and rippling bilaterally. This file was updated to represent the patient's left-sided complications with the following: lot: 6507897. Serial: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Suspect device received on december 19, 2024. Device evaluation completed on december 20, 2024: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 350cc breast implant was found to be ruptured and received in two parts. In addition, an area of shell abrasion was observed on the edges of the tear. The evaluation determined that the possible cause of the rupture was consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Per additional information received with the device, indicated that the patient also experienced left sided capsular contracture grade ii. As a result patient underwent capsulectomy, capsulorrhaphy, and bilateral replacements as follow: l/ cat: 350401bc, sn: (B)(6), r/ cat: 350401bc, sn: (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of a 350cc mentor memorygel breast implant prosthesis. Post-operatively, the patient experienced breast tenderness pain and textured rippling of an undisclosed side. During an in-office visit with a medical professional, she was diagnosed with a poss ibly ruptured breast implant of an undisclosed side. As a result, the patient underwent bilateral removal and replacement with 400cc mentor memorygel breast implants on (B)(6) 2024. As the affected side was not provided, the lot/serial numbers for both products are being provided as left implant - lot number: 6507897 / serial number: (B)(6) and right implant - lot number: 6550087 / serial number: (B)(6). The catalog and lot numbers are the same for both devices. Follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for lots 6507897 and 6550087, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. D4: UDI: product made prior to UDI compliance date. UDI not required. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: breast pain, suspected rupture, cutaneous contour deformity manufacturer¿s reference number: (B)(4).